Manufacturer narrative:
Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that there was bladder incontinence after reprogramming. The patient reported that one of her wires were broken and the controller had to be reprogrammed. After this the patient started experiencing uncontrolled bladder incontinence, swollen ankles, and a facial rash.